Manufacturer narrative:
The field service engineer (fse) did not identify any instrument issues. An instrument check and all system checks completed successfully. It was noted that "some" of the samples may have been partly frozen on the initial run. Calibration was last performed on 09-jun-2022 and was acceptable. The customer stated qc was acceptable; no data was provided. "Abnormal probe sucking" and "abnormal sample aspiration" errors were observed on the alarm trace data. These alarms are indicators of possible poor sample quality. The customer has had no further issues since the service visit. The investigation is ongoing.

Event description:
We received an allegation of discrepant results for 2 patient samples tested for ca2 calcium gen.2 (ca2) on a cobas 6000 c (501) module. (B)(6). An amended report was made as this additional repeat result was believed to be correct. The ca2 reagent lot number was 61098001 with an expiration date of 30-apr-2023.

Manufacturer narrative:
Clarification was received related to the result of 7.9 mg/dl for "sample 7" provided in the initial report. The customer clarified there was no result of 7.9 mg/dl for "sample 7." The repeat result of 9.0 mg/dl for "sample 7" was believed to be correct. The investigation did not identify a product problem. The cause of the event could not be determined.